Manufacturer narrative:
(B)(4). A device history record review could not be performed as no lot number was provided by the customer. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no lot number was provided by the customer. Therefore, the potential cause of the syringe leaking could not be determined based upon the information provided and without the sample.

Event description:
It was reported that during insertion a leak at the level of the plunger's syringe was observed. The nurse tried to put the sterile water in the syringe and that when the leak was observed. There was no resistance as it should have occurred. There was no consequence for the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during insertion a leak at the level of the plunger's syringe was observed. The nurse tried to put the sterile water in the syringe and that when the leak was observed. There was no resistance as it should have occurred. There was no consequence for the patient.